Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to elevated iop. The lens was exchanged for a shorter length lens and the problem was resolved.

Manufacturer narrative:
Method: medical review & work order search. Results: visual inspection of the returned product found the lens was returned dry and no visible damage was observed. The lens was re-hydrated in bss and both the length and width were re-measured and found to be within original design specifications. A lens work order search was performed and revealed there were no similar complaints found. Medical review - elevated iop after icl implantation may occur due to: non patient/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by visco), remaining viscoelastic in the posterior chamber, oversize icl with angle closure, too narrow angles/croded ac due to small eye anatomy or tissue abnormalities (presence of iris/ciliary body cysts), malpositioned footplates, upside down icl, ect. There is not enough information to determine the exact cause. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).